Event description:
It was reported that an inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 15.9, 3.6 mmol/l and sensor glucose was 10.9, 2.4 mmol/l at the time of the event, the difference is outside the acceptable range. The customer had low blood glucose of 2.4 mmol/l. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.